Event description:
Related manufacturer reference number: 2017865-2025-11947. Related manufacturer reference number: 2017865-2025-11951. It was reported that the patient presented with shortness of breath and fever. Bacteremia with staphylococcus aureus infection was noted. Additionally, the pacemaker showed elevated capture threshold and poor sensing. Consequently, the pacemaker and leads were explanted. Scar tissue was observed during the explant procedure. The patient stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.